Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that the right ventricular (rv) lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The device was returned due to a complaint of a header anomaly and muscle stimulation. The device image analysis revealed no anomalies and indicated average monthly voltage and current trends were normal. Further electrical and mechanical testing did not reveal any anomalies and the battery was in normal range of operation. Visual analysis of the header was performed and did not reveal any anomalies. A longevity assessment was performed, and the device had appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15850. The patient presented in clinic with pectoral stimulation. It is unknown if this was a result of the suspected insulation damage on the right ventricular (rv) lead or a header anomaly on the device. The device was reprogrammed and a revision procedure is anticipated. The patient was stable and will continue to be monitored.